Manufacturer narrative:
The plate was broken off from the tab. The eyelet of the plate was broken and bent open. It is unknown when this damage occurred. Per the instructions for use that accompany the device, breakage of timesh components is a known complication. A review of the manufacturing records showed no anomalies. No impact to the patient as reported.

Event description:
It was reported to medtronic neurosurgery that the doctor found the screw hole broken when he tried to fix the cranial bone.